Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported occlusion is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the submission of the initial mexico report for the above mentioned proglide device, the following additional information was received: it was reported that suture placement with two proglide devices were attempted in the calcified right femoral artery via 6fr sheath using the preclose technique prior to the valve implant procedure. The sheath was upsized to 19fr and the procedure was completed. Reportedly, after lowering the knots of the proglide device a contrast test was performed and showed an occlusion in the vessel due to a back wall stitch of the artery from the sutures of the proglide devices. The right femoral artery was opened, and a balloon and stent were successfully implanted and the artery was closed surgically. A clinically significant delay was reported due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
Nae1: submitter information.